Event description:
In (B)(6) 2004, I was diagnosed with pelvic prolapse and cystocele. Prior to this diagnosis, I had been experiencing moderate urinary tract infections. In (B)(6) 2007, I returned to the gynecologist for further examination due to the need for consistently experiencing uti's requiring antibiotics. Also, my bladder had dropped causing pain and complications. The procedure performed (B)(6) 2007 with use of a total prolift mesh kit. Post-op appeared to be normal and I was feeling much better but continued to have uti's. About 2 yrs after surgery, I began having pain in the lower region at the bladder, various forms of urinary leakage and/or loss of urine along with progressive uti's. Rectal problems also were occurring. Feeling that the bladder had dropped again, I saw the doctor and she said I was o.k upon examination this year. Recently I began hearing about other women having the same symptoms, went to this website and then made my decision to report this problem to you.